Event description:
It was reported that the patient underwent a revision surgery involving a previous inflatable penile prosthesis (ipp) due to infection. A new spectra device was implanted and no further information was reported.